Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an episode of nsln was observed via a (B)(6) transmission. Device was intermittently undersensing. Device was reprogrammed and left implanted.